Manufacturer narrative:
Calibration data was acceptable. Most quality control recovery was acceptable, but some results were outside of range. It was not clear if these control results were measured around the time of sample measurement. No further issues were reported by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c311 analyzer is (B)(6). A wash pipe was bent, preventing the aspiration of wash solution. This was adjusted and corrected. The photometer lamp was checked. A cell blank was performed and it was ok. The heat cut filter was changed; cell blank and photometric checks were ok. The wash settings were checked and were correctly configured. The gear pump setting was checked. The sample probe was decontaminated. Controls were run and the results were good. Precision studies were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal on a cobas 4000 c311 stand alone system. High results from the sample did not agree with the patient's historical values, so the sample was repeated. No questionable results were reported outside of the laboratory. The sample initially resulted in a urea value of 94.9 mg/dl. The sample was repeated twice, resulting in values of 76.9 mg/dl and 104.6 mg/dl. Additional urea values of 115.3 mg/dl, 88.8 mg/dl, and 105 mg/dl were also provided. It was asked, but it is not known if these values were from the same complained sample, from a different sample, or if these values were provided in error.